Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high lead impedance (dc dc ¿ 7). The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient did not experience any increase in seizures and that the patient was still able to feel stimulation from her device.

Event description:
Clinic notes were received indicating that the vns patient's device showed low battery life remaining so the patient&#38112;generator was scheduled to be replaced. No known surgical interventions have occurred to date. It was noted that the patient had responded well to vns.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.